Event description:
PICC line inserted 3/8/97 at 1800. Pt had seizure and cardio-pulmonary arrest at approx noon on 3/9/97. X-ray done after insertion shows catheter in right atrium. Catheter pulled back per physician's order at 2000 3/8/97. X-ray taken after arrest on 3/9/97 shows catheter in right atrium. Catheter pulled back again 3/10/97. Pt is no longer having arrhythmias; catheter is still in.